Event description:
The customer reported that the sensor was not communicating properly with the transmitter. The customer also reported receiving lost sensor alerts. The customer stated she had recently been experiencing high blood glucose levels due to stress. Blood glucose level at the time of the incident was 471 mg/dl, which the customer treated with a bolus. Blood glucose level at the time of the call was 323 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.